Event description:
The customer reported that during a case the laparoscopic diathermy cable was connected to the ufp port and plate lead of a forcetriad. The lead was found to be active without being activated by the foot pedal and no audible alarms sounded. The patient's bowel suffered small areas of diathermy burns. No treatment was required.

Manufacturer narrative:
(B)(4). The unit was returned and nothing was found that would have caused or contributed to the reported event, that the generator self-activated causing a device related burn. Information obtain from the generators event log indicates that the generator footswitch was depressed one time at 8:41, on (B)(6) 2013. This was the one and only time the generator was activated on the day of the reported incident. The generator was thoroughly tested and was found to function normally and met all specifications.